Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. During the procedure multiple partial re-captures were done to obtain good placement. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported device embolization could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as a device was snared to explant the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 24mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system to treat multiple atrial septal defects (asd). The largest asd was measured with a 14mm diameter. Sizing was determined with a balloon. Transesophageal echocardiogram (tee) and fluoroscopy were used during the procedure. During the procedure multiple partial re-captures were done to obtain good placement. A stability check was performed. The occluder was implanted. Following implant a <1mm leak was noted. Six hours post-implant the occluder was noted to have embolized to the left atrium under tee. The occluder was snared and removed from the patient. The user believed the occluder may have embolized due to not capturing the rims properly. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.